Event description:
An industrial sales rep reported before use of the product an air leak was found during a cuff check. She reported that there seemed to be a tear on the cuff.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The product was not used on a pt. An analysis on the returned sample provided was tested and did not perform to our requirement. Attempt to inflate the balloon completely with air was not possible as the balloon shrunk/deflated during inflation. The balloon section was dipped into a beaker of water and inflated with air via the valve with a luer tip syringe. Air bubbles were seen escaping away from one spot of the balloon wall indicating that there is a leak. The leak spot was reconfirmed when the inflation test was repeated using (B)(4). The balloon section was examined under magnification and a tear on the balloon was observed. A review of the assembly batch record did not reveal any signs of related defects detected during the leak test and inspection. This complaint issue has been previously investigated and corrective actions have been taken and implemented. Complaints of this nature will continue to be monitored through trending. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted.